Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon visual and functional testing it was confirmed that the system performed as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that after registering and verifying accuracy the site began going sterile. The monitor was pushed back and both monitors went black. The system power button was still blue, however, the system had rebooted and the site had to launch cranial again. The registration was saved and the site proceed into navigation. During navigation, the same behavior occurred again. The system did not shut off, but just restarted on its own. The case was resumed from there. There was a less than an hour surgical delay and no impact to the patient outcome.

Manufacturer narrative:
During the system checkout it was confirmed that there was a loose cable. No parts were replaced. If information is provided in the future, a supplemental report will be issued.